Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service.

Manufacturer narrative:
Analysis of the AED's log files showed two contributing factors that reduced the battery's life expectancy: the customer failed to address red asi warnings and performed excessive self-tests. These maintenance issues led to the AED not powering on. Proper device maintenance was reviewed with the customer. After a new battery was installed and a manual self-test was performed, the AED functioned as designed and was returned to service.